Event description:
It was reported to boston scientific corporation that the patient's current condition is unknown because she did not show up to her follow-up appointment with dr (B)(6), the gynecology specialist that performed the anterior repair.

Event description:
It was reported to boston scientific corporation that a solyx sling (a boston scientific product) placement procedure and an anterior repair/sacrospinous ligament fixation procedure were performed concurrently on (B)(6) 2010. The solyx sling placement was performed by dr (B)(6) but the anterior repair was performed by another, unknown gynecology specialist at the facility. It is unknown if a boston scientific product was involved in the anterior repair. Following the procedure, the patient was reportedly stable, however, she could not void and was self-catheterized. Her retention lasted for three days without the need of further medical intervention. The patient's current condition is unknown as she has not followed up with the physician as directed. The physician attributes the retention to be a result of the anterior repair/sacrospinous ligament fixation and the subsequent altered angle of the urethra.

Manufacturer narrative:
(B)(4) catheterization. The device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event, or to identify the make and model of the device.